Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer is using the infusion set and cartridge for up to 5 days. Tandem clinical support informed customer that using infusion set and cartridge longer than prescribed is off label per the tandem user guide. Customer changed supplies to address the issue. Customer's blood glucose was 350 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. H3 other text : device not returned.